Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a failed battery test alarm. The blood glucose reading was 100 mg/dl. The contacts on the battery cap were damaged and customer was sent a new battery cap. Nothing further was reported.